Event description:
A customer reported that they obtained imprecise sequential readings on their precision xtra meter. The customer reported they obtained readings of 1.1 mmol/l and 12.4 mmol/l within a 10 minute timescale. When plotted on a parkes error grid, the results fell in the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been requested for an investigation. A follow-up report will be submitted once investigation results are available.